Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise being oversensed. This patient was hunched over when they received it. Noise was recreated in primary vector. This s-ICD was programmed to alternate vector and will continue to monitor. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that x rays were suggested. Isometrics and pocket manipulation were performed in which noise was observed in secondary vector when this patient moved their arm across their chest. This patient was experiencing anxiety, discomfort and hypertensive with high blood pressure as they were terrified, they will receive another inappropriate shock. This patient was admitted to the hospital and this s-ICD was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise being oversensed. This patient was hunched over when they received it. Noise was recreated in primary vector. This s-ICD was programmed to alternate vector and will continue to monitor. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to noise being oversensed. This patient was hunched over when they received it. Noise was recreated in primary vector. This s-ICD was programmed to alternate vector and will continue to monitor. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that x rays were suggested. Isometrics and pocket manipulation were performed in which noise was observed in secondary vector when this patient moved their arm across their chest. This patient was experiencing anxiety, discomfort and hypertensive with high blood pressure as they were terrified, they will receive another inappropriate shock. This patient was admitted to the hospital and this s-ICD was explanted and replaced with a new s-ICD. No additional adverse patient effects were reported.